Manufacturer narrative:
(B)(4). The service engineer (se) replaced the line interface printed circuit board (pcb), and the universal serial bus (usb) as a precaution.

Event description:
It was reported that during service, communication errors were found in a ventilator's logs. There was no patient involvement.